Event description:
During planned cardioversion of a pt, the lifepak defibrillator was synced and charged to 100 joules. Under supervision of dr (B)(6) medical resident attempted to shock pt. The lifepak froze and did not deliver shock. The device would not respond to any buttons / knobs. Required turning back off and on, resynced and was able to deliver the shock.